Event description:
It was reported, during surgery, it was found that the nut of connector adaptor could not be rotated.

Manufacturer narrative:
Method: device history review; results: no device was received for evaluation, so functional testing could not be performed. The customer reported event occurred during inspection, so no patient was involved and no harm was reported. Material analysis was performed on a similar investigation sample and it was determined that galling was the cause of the seizure of the locking screw. Additionally, no manufacturing defects were observed during the analysis. Furthermore, manufacturing records were reviewed and no issues were identified. Conclusion: the most likely cause of the reported event was determined to be galling between the locking nut and the connector head. However, because the device was not received this cannot be determined conclusively.

Event description:
It was reported, during surgery, it was found that the nut of connector adaptor could not be rotated.